Event description:
The report received from the affiliate indicated that during the labeling process in the affiliate's warehouse, a black fiber (foreign matter) was noted inside the sterile pouch of the sakura durastar 3.0 x 15 mm balloon catheter. The outer box and sterilized pouch were intact and the seal of the pouch was not opened. There was no product damage noted except for the foreign matter. The product was not clinically used in a patient. The product was not re-sterilized or re-packaged. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.